Event description:
During preventative maintenance of the device, the service tech observed one of the rubber bumper feet was missing. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.